Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The instrument was found to have a piece of the outer epoxy layer of the main tube chipped. The broken piece measured approximately 0.488 x 0.233 and was not returned with the instrument. The event caused partially or wholly by the user the device including sample handling. Additional observation(s) related to customer reported complaint: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.112¿ - 0.362¿ in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube where the scratches are. Components adjacent to this scratched main tube show damage. The maintube is chipped at the point at which the scratches begin.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Initial failure analysis findings were confirmed by the engineering team. Additionally, the distal end was inspected to check for excessive krytox, and it was noted that the amount of krytox observed was quite nominal, and not excessive.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the coating on the shaft of the instrument flacked off inside of the patient. The procedure was completed. Intuitive followed up and the following information was obtained. Instrument was inspected prior to use. Surgeon was sealing when issue occurred. Defective coating was believed to cause the issue. Instrument was in use for five minutes. No functionality issues and no instrument collision were observed. Instrument was no removed prior to fragmentation. Wrist was straightened n removal. There was no resistance and no damage to the cannula. There was no other damage observed. Laparoscopic graspers were used to retrieve the fragments. No additional procedure was needed to remove the fragments. No injury and no post-op complications. Instrument was available but fragment was discarded.